Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) requesting review of the estimated remaining battery longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Data analysis was performed, and it was confirmed that the battery appears to be depleting more quickly than expected; therefore, device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.